Event description:
Patient prepped on or table with IV sedation and local for ivc filter when it was discovered that the c-arm equipment was not functioning. Equipment was tested pre-procedure and worked. After 20 minutes, unable to get it to function. Patient has to be transferred to have ivc filter procedure. X-ray manager notified to complete smda form. Plant operations notified. Service scheduled on site for the next day.